Event description:
It was reported that pump displayed malfunction message and could not be charged, so customer was unable to reset pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.